Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was by the patient that per a home health nurse the patient had bradycardia and that the patient had "lost her get up and go." Follow up was done which revealed the patient had expired approximately 1 month after the phone call. The cause of death given by the clinic as complications status post hip fracture repair. Additional information has been requested but not received.